Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head # item 00801803603 lot 61112116, xlpe liners # item 00630505636 lot 61139461. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00508 and 0001822565-2019-02219. Reported event was confirmed by review of revision op notes. Revision op notes demonstrated the patient was revised due to pain and metallosis. The patient experienced dislocation and closed reduction prior to the surgery. Necrotic tissue was found within the joint and debrided. Head was removed and corrosion, granular black debris were found at the junction of the head of the trunnion, as well as the inner taper of the head. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 7 years post initial surgery due to due to pain, metallosis, necrosis, in-vivo corrosion, instability and dislocation. Head and liner were revised.